Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of birth - born in 1949. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-02450 / 02504). Device remains implanted.

Event description:
A patient enrolled in a clinical study underwent manipulation under anesthesia approximately three months post implantation due to difficulty obtaining full extension.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. (B)(4). Concomitant medical products - femur - catalogue: 185265 lot: 3636273. Femoral stem - catalogue: 145024 lot: 934030. Tibial tray - catalogue: 161429 lot: 3582208. Tibial stem - catalogue: 145002 lot: 378490. Tibial offset adaptor - catalogue: 185210 lot: 827040. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k093293. Reported event was unable to be confirmed due to limited information received from the customer. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Methods: manufacturing review. Conclusions: unable to confirm complaint.